Manufacturer narrative:
The ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shocks while in sinus tachycardia. It was noted that the ICD delivered shocks until therapy exhaustion. The physician also could not tell what the percentage of beats were classified as uncorrelated through the rhythmic/rhythm match algorithms. Boston scientific technical services (ts) was contacted and provided additional troubleshooting based on analysis of the episode. The ICD was programmed to a single zone set up with a rate cut off of 220 bpm. No adverse patient effects were reported.